Event description:
On the 18th may a nellcor puritan bennett employee received information regarding an issue with an n20 pulse oximeter. The customer alleged "usually reading 100% on everyone, sometimes will see 99% but not often. Caller states caller is usually around 97% on self and caller is seeing 100% continuous on self while in extended mode. Caller states the rate would change on caller but not the sat.. Caller states in the last couple of days it has read 100% on everyone "in the hallway".